Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Acquisition processor was installed into a gold standard system and tested for functionality. The system meets specifications of the ilab system functional feature test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-07516 and 2134265-2015-07517. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled to view unspecified target lesion. However, pullback stopped and "disconnected" occurred. The procedure was completed with a different device. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-07516 and 2134265-2015-07517. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled to view unspecified target lesion. However, pullback stopped and "disconnected" occurred. The procedure was completed with a different device. No patient complications were reported and the patient's condition is fine.